Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had episodes of "pump off" or "low speed" when connected to the power module. The hospital removed the power module from use.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.